Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00199 concomitant medical products: item# sbgl3007; lot# 64757906. Item# 118001; lot# j7161209. Item# 113032; lot# j7298794. Item# 113631; lot# 65576468. Item# sagl2042; lot# 64975087. Item# sagp0002; lot# 65371619. Item# 405800; lot# 65679619. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the reamer broke at the tip. No patient consequences have been reported as a result of the event. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) - drill. Visual examination of the returned product identified wear and tear that indicates repeated use. Approximately 50% of the tip of lot 64768311 is fractured and missing. The remaining portion is cracked. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.